Event description:
Reportable based on device analysis completed on 24may2024. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and moderately calcified distal right coronary artery. A 3.50 x 32mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device without any patient complications. However, returned device analysis revealed a hypotube break.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.50 x 32mm stent delivery system was returned to the complaint investigation site. Visual, tactile and microscopic analysis was performed on the device. Visual, tactile, and microscopic examination of the hypotube identified multiple hypotube kinks and a break at 23.5cm distal to the distal end of the strain relief along the length of the hypotube shaft. No issues identified with the outer and mid-shaft sections or the inner lumen of the device. There was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A microscopic examination of the proximal and distal markerbands identified no damage. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.